Event description:
The following event was reported to implantcast gmbh: "the drill broke off during use and could be retrieved without any problems. The operation was continued with a 2.5 mm ao drill from the clinic. There was no delay in the operation or risk to the patient.". Note: according the incident description, there was no delay in the surgery. However, it is assumed that at least a slight extension of the surgery was the consequence of the broken drill (remove the broken drill and attach a new one).

Manufacturer narrative:
According the incident description, a drill broke off during use. The drill was not provided for an optical examination. Since there are also no pictures available, no optical examination could be performed. It is known that the fracture of the drill occurred during use/ intraoperatively. It was further stated there was no delay in the surgery and that this had no health effect on the patient, as the surgery could be finished with the use of another drilling pin. However, contrary to the incident description, it is very likely that at least a slight extension of surgery time occurred due to the error pattern (removing of broken drill and attaching another one). The manufacturing documents and the material certificates of the drill were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined of why the drill broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drill. A potential cause could be an unintentional user error, but this can neither be confirmed nor denied due to lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.